Event description:
Customer observed discordant advia centaur cp troponin ultra (tni ultra) duplicate results of <0.04 ng/ml and 0.15 ng/ml on a patient sample. There are no reports of prescribed or altered patient treatment or adverse health consequences based on the discordant troponin results. The customer reported the result of <0.04 ng/ml.

Manufacturer narrative:
A siemens field service engineer went to the customer's site and inspected the analyzer and found no visual problems. The system water and acid and base were decontaminated and the system primed. Quality control material was tested and the results verified. The system was fully functional upon departure. No conclusions can be drawn as to the cause of the non reproducible results. Sample handling protocols were reviewed with the customer. The cause of the discordant tni ultra results is unknown. The system is performing within specification. No further evaluation of the device is required. Siemens has not been notified by this customer of any additional discordant results on this system since january 12, 2014. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."